Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor from insertion site. Upon sensor removal, patient reported that part of the sensor wire broke and remained in skin. Patient's reported difficulty with insertion, and claimed stinging during insertion. Patient did not seek medical intervention. At the time of the call, patient reported being fine.